Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a previous device history record (DHR) review was conducted on (B)(4). The DHR review revealed of the (B)(4), batch, zero non-conformances of this lot were identified. Final micro and sterility tests passed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records ad 30 mar 2020 were reviewed. On (B)(6) 2017, the patient underwent bilateral knee replacements. Depuy components were used with depuy cement x2 total for each knee. There were no complications noted. Pfs notes revision on 25 oct 2019, but no revision medical records were provided. Medical records ((B)(4) medical records ad 12 jun 2020) reviewed. On (B)(6) 2019, left knee was revised due to attune tibial tray loosening. Revision operative notes indicated that the patient experienced pain pre-operatively. Intraoperatively, the femur component was found to be well-fixed, with good cement interdigitation to the implant and to bone. In contrast, a single osteotome tap to the cement to implant interface freed the implant entirely from the cement mantle, which was well-fixed to the tibia bone. The femur, tibial tray, and tibial insert were revised to competitor revision products--the patella was retained. Activity has been initiated for addition of implant loosening code - cement to implant interface to tibial tray and cement products, and patient pain code to all impacted products. Doi:(B)(6) 2017 dor:(B)(6) 2019 (left knee).